Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately compared to another unknown meter. The reporter was unable to report any readings. This complaint is being reported because the customer care advocate was unable to troubleshoot the alleged issue with the reporter. There is no indication that the lfs product caused or contributed to an adverse event.